Event description:
The hcp reported that while placing the bravo ph monitor the capsule would not deploy from the delivery system. As the physician began to detach capsule, the plunger fell off and the spring popped out of the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a f/u medwatch report will be sent.